Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged to replace the pump, and the customer was advised on storage mode and return procedures. Additionally, the customer acknowledged the steps to take with the replacement pump and agreed to contact their healthcare provider regarding backup therapy solutions.